Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that years following a glaucoma filtration device (gfd) implant procedure, the patient had a decrease in the number of endothelial cells and a choroidal detachment. After the uveal reaction the patient vision is 0.2. Additional information has been requested.